Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise reversion due to lead noise. All lead measurements were stable and in-range. Programming changes were made. The patient stable throughout.